Event description:
On (B) (6) 2010 the lay user/patient in (B) (6) contacted lifescan alleging the one touch vita meter read imprecisely. The medical surveillance specialist wrote follow up questions to the technical service representative (tsr) to ask the patient, but the tsr was unable to contact the patient. The patient alleged that he had "weird" results since (B) (6) 2009. He mentions that on a certain day he obtained results of 226 mg/dl at 5:15 pm, 200 mg/dl at 5:20pm, 185 mg/dl at 5:22 pm, and 195 mg/dl at 5:25 pm. The difference between the results falls within the expected value of <=20%. He said that at (B) (6) 2010, he suffered what he called a "very low hypoglycemia" falling unconscious, shaking violently, and having contracted muscles. He denied receiving treatment for the symptoms. Leading up to the symptoms, he followed his usual diabetes management routine although he did not say what his routine involves. He says, he does not take any diabetic medications. It was determined during the troubleshooting telephone call, the unit of measure was set correctly at the time of testing. This complaint is being reported because the user alleged the readings were inaccurate and that he suffered symptoms of severe hypoglycemia because of the issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.